Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.1 controller board had failed, resulting in cubie pockets not being detected on the bus. The field service engineer replaced the half height drawer controller board, and the drawer passed the final hardware test application test, the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mspx41_main drawer 3.1 pockets (pkt b1, b2, b3, b4, b5, and b6) with 1x1 half-height cubies were not detected on the bus after multiple maintenance reboots and manual hard resets. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.